Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. No reported impact to the customer¿s blood glucose level. Tandem technical support and clss made multiple attempts to finish troubleshooting, but customer did not respond.